Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two of the reported devices were received for evaluation; the event was confirmed during testing. Evaluation found one device had worn components and the other device had evidence of a non-stryker repair. One device was not returned to the manufacturer for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices had unintended activation. There was no patient involvement; no patient impact.